Event description:
The patient was revised on (B)(6) 2022 following primary surgery on (B)(6) 2021 due to instability. The surgeon explanted a standard humeral cup (36/6) and implanted a stability humeral cup (36/6) and humeral spacer (9).